Event description:
Device malfunction: none symptoms: sob, edema, heart rate dropping until aystole. Time of symptoms: 2006 continuing until 30 days later when patient expired. The carotid procedure was in 2006. It was reported that the patient was admitted 4 days prior with worsening shortness of breath and edema. There was alos a concern about bilateral carotid artery disease (70% right internal carotid and 90% left internal carotid.) Due to many comorbidities, it was decided to proceed with left internal carotid artery stenting in 2006. The procedure was successful and there were no complications procedure related. Post procedure, patient had persistent bilateral pleural effusions that were drained on several occassions. 27 days later, patient's blood sugar was 38. Patient was given one ampule dso push. Patient was then not responsivie with shallow breathing. Patient's heart rate dropping until asystole. Patient was dnr status. Death occurred in 2006. No additional information available.